Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose in the high 200's mg/dl associated with an inaccurate delivery issue. Reportedly, emergency protocol was initiated and the patient was admitted to the hospital with a pneumonia diagnosis. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.